Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg+ss test system (hcg + b) on a cobas e 411 analyzer (disk system). Patient 1 initial result was > 10,000 miu/ml. Dilutions were performed, and the sample was repeated with results of < 100 miu/ml and 793 miu/ml. Dilutions were performed, and the sample was repeated using a new reagent pack with results of 132,000 miu/ml and 137,000 miu/ml. Patient 2 initial result was < 1 miu/ml. The repeat result using the new reagent pack was 8 miu/ml. No reagent pack lot numbers with expiration dates were provided. No questionable results were reported outside of the laboratory.